Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain/ pelvic pain"), cervix carcinoma ("cervical carcinoma") and adenocarcinoma ("tumor/teratoma/cancer-type: adenocarcinoma in situ") in a 46-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ache. No evidence of intraepithelial dysplasia or malignancy surgical pathology report *uterus, cervix, leep adenocarcinoma in situ endocervical margin involved by acis ectocervical margin free of adenocarcinoma in situ uterus, endocervix, curettage and detached fragments of endocervical mucosa with mucinous metaplasia and nuclear changes worrisome for adenocarcinoma in situ fragments of weakly proliferative phase endometrium. Surgical pathology report. History: the patient is a 45-year-old woman with history of adenocarcinoma in situ of the cervix. Operative procedure: robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy. Uterus and cervix, hysterectomy endocervical adenocarcinoma in situ, residual, with negative resection marginsnegative for invasive adenocarcinomapostsurgical changes (history of leep excision) secretory endometrium adenomyosis leiomyomata (largest measuring 2.2 cm) fallopian tube, left, salpingectomysalpingitis isthmica nodosa fallopian tube, right, salpinge. Previously administered products included for relief: tylenol; for an unreported indication: ortho cyclen from 1998 to february 2003. Concurrent conditions included cystoscopy, uterine bleeding, human papilloma virus test positive since (B)(6) 2016, adenocarcinoma and blood pressure high since 1994. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6) 2010, amlodipine since (B)(6) 2016, cetirizine hydrochloride since (B)(6) 2010, lisinopril since 1994 and paracetamol (acetaminophen) (B)(6) 2017. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced migraine ("migraines") and headache ("headaches"), 9 days after insertion of essure (ess205). In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type¿ vaginal,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dysparenuia (painful sexual intercourse)"). On (B)(6) 2017, the patient was found to have adenocarcinoma (seriousness criterion medically significant). On an unknown date, the patient was found to have cervix carcinoma (seriousness criterion medically significant) and experienced vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and abdominal pain lower ("cramping"). The patient was treated with sertraline and surgery ((on (B)(6) 2017) loop electrical excision procedure and total hysterectomy (uterus and cervix removed), bilateral salpingectomy,cystoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, abdominal pain, back pain and abdominal pain lower had resolved, the cervix carcinoma, adenocarcinoma, vaginal infection, dyspareunia, depression, anxiety and headache outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, adenocarcinoma, anxiety, back pain, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: there were two coil s on the left side and two on the right side visualized bet ween the tubal os and the end of t he essure device. The patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - in (B)(6) 2013: results: total bilateral occlusion. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received: event adenocarcinoma was added. "Loop electrical excision procedure" was taken as surgery for cervical cancer. Treatment product, concomitant product and historical drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and cervix carcinoma ("cervical carcinoma") in a 46-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ache. No evidence of intraepithelial dysplasia or malignancy. Previously administered products included for relief: tylenol. Concurrent conditions included cystoscopy, uterine bleeding, human papilloma virus test positive since december 2016, adenocarcinoma and blood pressure high since 1994. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2003, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type¿ vaginal,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dysparenuia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy,cystoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, abdominal pain, back pain and abdominal pain lower had resolved, the cervix carcinoma, vaginal infection, dyspareunia, depression, anxiety and headache outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: there were two coil s on the left side and two on the right side visualized bet ween the tubal os and the end of t he essure device. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy in (B)(6) 2013: total bilateral occlusion. Hysterosalpingogram on (B)(6) 2013: most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received. Events migraines, headaches and cramping added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 46-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ache. No evidence of intraepithelial dysplasia or malignancy. Previously administered products included for relief: tylenol. Concurrent conditions included cystoscopy, uterine bleeding, human papilloma virus test positive since (B)(6) 2016 and adenocarcinoma. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type¿ vaginal,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy,cystoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, abdominal pain and back pain had resolved and the vaginal infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - in (B)(6) 2013: total bilateral occlusion. Most recent follow-plaintiff fact sheet and medical records, new reporter, patient demographic information, patient relevant information historical and condition, lab data, essure indication permanent birth control by bilateral occlusion of the fallopian tubes start stop dates, new events abnormal bleeding (vaginal, menorrhagia) , infection (bladder/ urinary tract/vaginal) type vaginal, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and vaginal discharge, abdominal pain were added. The events pain clubbed with previous event pelvic pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and cervix carcinoma ("cervical carcinoma") in a 46-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ache. No evidence of intraepithelial dysplasia or malignancy. Previously administered products included for relief: tylenol. Concurrent conditions included cystoscopy, uterine bleeding, human papilloma virus test positive since (B)(6) 2016, adenocarcinoma and blood pressure high since 1994. In (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type¿ vaginal,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dysparenuia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy,cystoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, abdominal pain and back pain had resolved and the cervix carcinoma, vaginal infection, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-jul-2018: pfs received, event added as:- psychological or psychiatric problems condition: depression and mental anguish, cervical carcinoma in situ. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/ pelvic pain'), cervix carcinoma ('cervical carcinoma') and adenocarcinoma ('tumor/teratoma/cancer-type: adenocarcinoma in situ') in a 46-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ache and grand multiparity. Previously administered products included for relief: tylenol; for an unreported indication: ortho cyclen from 1998 to (B)(6)2003, birth control pills and aspirin. Concurrent conditions included human papilloma virus test positive since (B)(6)2016, blood pressure high since 1994, cystoscopy, uterine bleeding, adenocarcinoma, stroke, uterine bleeding, drug allergy and fever. Concomitant products included sulfamethoxazole;trimethoprim (bactrim) for vaginal discharge as well as acetylsalicylic acid (aspirin) since (B)(6) 2010, amlodipine since (B)(6)2016, cetirizine hydrochloride since (B)(6) 2010, ethinylestradiol;norgestimate (ortho cyclen), lisinopril since 1994 and paracetamol (acetaminophen)(B)(6)2003 to (B)(6)2017. On (B)(6)2003, the patient had essure (ess205) inserted. On (B)(6)2003, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 7 days after insertion of essure (ess205). On (B)(6)2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), bleeding"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2003, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type¿ vaginal,"). On (B)(6)2003, the patient experienced dyspareunia ("dysparenuia (painful sexual intercourse)"). In (B)(6)2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6)2017, the patient was found to have adenocarcinoma (seriousness criterion medically significant). On an unknown date, the patient was found to have cervix carcinoma (seriousness criterion medically significant) and experienced vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain lower ("cramping"). The patient was treated with bupropion, hydrochlorothiazide, paracetamol (tylenol 8 hour), sertraline and surgery ((on (B)(6)2017) loop electrical excision procedure and total hysterectomy (uterus and cervix removed), bilateral salpingectomy,cystoscopy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain, back pain and abdominal pain lower had resolved, the cervix carcinoma, adenocarcinoma, depression, anxiety and headache outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, adenocarcinoma, anxiety, back pain, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: there were two coil s on the left side and two on the right side visualized bet ween the tubal os and the end of t he essure device. The patient tolerated the procedure well hcg test: negative.there were two coils on the left side and two on the right side visualized between the tubal os and the end of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion; in (B)(6)2013: results: total bilateral occlusion. Pathology test - on an unknown date: surgical pathology report operative procedure: robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy. Uterus and cervix, hysterectomy endocervical adenocarcinoma in situ, residual, with negative resection marginsnegative for invasive adenocarcinomapostsurgical changes (history of leep excision). Secretory endometrium, adenomyosis, leiomyomata (largest measuring 2.2 cm). Fallopian tube, left, salpingectomysalpingitis isthmica nodosa, fallopian tube, right, salpinge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain/ pelvic pain'), cervix carcinoma ('cervical carcinoma') and adenocarcinoma ('tumor/teratoma/cancer-type: adenocarcinoma in situ') in a 46-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ache and grand multiparity. Previously administered products included for relief: tylenol; for an unreported indication: ortho cyclen from 1998 to (B)(6) 2003, birth control pills and aspirin. Concurrent conditions included human papilloma virus test positive since (B)(6) 2016, blood pressure high since 1994, cystoscopy, uterine bleeding, adenocarcinoma, stroke, uterine bleeding, drug allergy and fever. Concomitant products included sulfamethoxazole;trimethoprim (bactrim) for vaginal discharge as well as acetylsalicylic acid (aspirin) since (B)(6) 2010, amlodipine since (B)(6) 2016, cetirizine hydrochloride since (B)(6) 2010, ethinylestradiol;norgestimate (ortho cyclen), lisinopril since 1994 and paracetamol (acetaminophen) (B)(6) 2003 to (B)(6) 2017. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 7 days after insertion of essure (ess205). On (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), bleeding"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2003, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type¿ vaginal,"). On (B)(6) 2003, the patient experienced dyspareunia ("dysparenuia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2017, the patient was found to have adenocarcinoma (seriousness criterion medically significant). On an unknown date, the patient was found to have cervix carcinoma (seriousness criterion medically significant) and experienced vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain lower ("cramping"). The patient was treated with bupropion, hydrochlorothiazide, paracetamol (tylenol 8 hour), sertraline and surgery ((on (B)(6) 2017) loop electrical excision procedure and total hysterectomy (uterus and cervix removed), bilateral salpingectomy,cystoscopy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain, back pain and abdominal pain lower had resolved, the cervix carcinoma, adenocarcinoma, depression, anxiety and headache outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, adenocarcinoma, anxiety, back pain, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: there were two coil s on the left side and two on the right side visualized bet ween the tubal os and the end of t he essure device. The patient tolerated the procedure well hcg test: negative.there were two coils on the left side and two on the right side visualized between the tubal os and the end of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; in (B)(6) 2013: results: total bilateral occlusion. Pathology test - on an unknown date: surgical pathology report operative procedure: robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy. Uterus and cervix, hysterectomy endocervical adenocarcinoma in situ, residual, with negative resection marginsnegative for invasive adenocarcinomapostsurgical changes (history of leep excision) secretory endometrium adenomyosis leiomyomata (largest measuring 2.2 cm) fallopian tube, left, salpingectomysalpingitis isthmica nodosa fallopian tube, right, salpinge. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of the events pertaining to bladder/urinary problem updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.